Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada. During the investigation it was noted that the device was tested using the customers battery and a test ac power supply. The unit was able to power on with both battery and ac, individually, without fault. The battery and ac indicators illuminated as expected. Internal inspection did not observe any disconnections or damaged components. Review of the activity log does show evidence of the reported problem. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports.